Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the system monitors had black screens. The system operates as intended.